Event description:
A customer reported ¿2105 diluent suction error" on the aia-900 analyzer. The customer attempted to prime and replaced the line filter, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the logs and was able to reproduce the error by attempting to prime the diluent and observed no flow. The fse replaced the diluent pump and verified the resolution by successfully priming diluent. The fse ran quality control with passing results and no issues. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for failure mode "2105 (900 only) diluent suction error" on the aia-900 analyzer. There were seven similar complaints identified during the search period, including this case. The aia-900 operator's manual under section 12: flags and error messages states the following: [2105] diluent suction error cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to component failure of the diluent pump.